Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported novalung consoles displayed alarms 206/208, indicating flow probe failure during priming. The complaint involved sensor control box field corrective actions that were not completed on two consoles. The user facility was awaiting resolution by a field service technician.

Event description:
A user facility reported novalung consoles displayed alarms 206/208, indicating flow probe failure during priming. The complaint involved sensor control box field corrective actions that were not completed on two consoles. The user facility was awaiting resolution by a field service technician.

Manufacturer narrative:
The device was not returned for product evaluation. The described situation is adequately addressed in the instructions for use. This is a known problem related to a defective component and machine files did not contain any information about the cause of the problem. Non-conformity was not observed during manufacturing process. The occurrence of console alarms 206 and 208 can be attributed to a known failure. The alarms occur due to an interruption in communication between the flow sensor and the sensor box. An increased contact resistance, either at the connector p102 of the digiflow mini1 board or at the connector x11 of the function controller board can have caused an insufficient voltage supply of the digiflow mini1 board. The connection of the circuit boards has been replaced to stabilize the voltage supply of the digiflow mini1 board. A repair kit is available, and the defective part can be replaced onsite.